Event description:
It was reported that patient presented with right ventricular (rv) lead that was exhibiting unknown malfunction. The rv lead was explanted and new rv lead was implanted. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on this portion of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.